Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Non-healthcare professional reported that multiple pieces of white fiber in the eye and had to bring back a patient to remove them after the cataract [with intraocular lens (iol) implant] surgery. The current status of patient was unknown.

Manufacturer narrative:
The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. The customer reported that white fibers were seen intraoperatively, which may have been caused by the 4x4 gauze in their packs. No physical sample has been returned for evaluation, therefore the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. A review of the reported pack¿s bill of materials (bom) could not be reviewed as the customer did not retain the affected pack information. A review of the deviation history report could not be reviewed as the customer did not retain the affected lot information. One recommendation is that the customer contact their account manager about placing the 4x4 sponge gauze in a glassine bag in their packs. Doing this would help prevent the potential spread of lint/fiber from the gauze and the transfer of lint/fiber from other products onto the gauze/towels. Additionally, the account manager can work with the houston sales admin for suggestions on low-lint/fiber products. The root cause of the customer's complaint could not be established as the main source of the fiber is unknown to the components within the pack as a sample has not been received and the condition of the product could not be verified. Custom packs are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material and hair. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on current tracking, there are no adverse trends for this reported complaint. Fibers are inherent to the components used in a custom pak. Custom pak label informs that due to the nature of the materials, fibers may be present and that necessary precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.